Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a recurring power error detected alarm on the insulin pump. The customer's blood glucose level was unknown. The customer also reported that their dad did something to the battery cap to fix it. The customer was given steps to follow when the call ends to resolve the power error detected condition. The device was returned for analysis.